Manufacturer narrative:
Evaluation confirmed that one jaw was broken off the instrument. The most likely cause for this kind of damage is stress overload; grasper jaw was used to hold too much weight or device was used for retracting heavy tissue which our IFU warns against. We cannot confirm.

Event description:
Allegedly, the doctor was performing laparoscopic appendectomy and when he went to grasp something he noted the instrument was not functioning. When he removed the instrument he saw that one jaw was broken off the grasper. He had an x-ray done and confirmed the location of the missing piece in the omentum. He created a port and immediately removed the piece. The procedure was completed with no injury to the patient.